Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review were performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed electrical testing and failed function testing due to encountering a system error 2069. The device was not determined to meet functional performance specification requirements per rite testing; however, the rite functional test failure would not have caused or contributed to the reported difficulty. The device passed accuracy confirmation and temperature verification. During evaluation, no failure, malfunction or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for shortness of breath coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The cause of the shortness of breath was due to fluid buildup in the lungs. Treatment was not reported. It was reported the patient was performing pd therapy during hospitalization. The patient was discharged nine days after admission. No additional information is available.